Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient was hospitalized on (B)(6) 2024, due to the presence of an infected nodule in the area where the cannula was inserted. Patient had undergone a drainage procedure and was placed on an antibiotic regimen. Patient was administered multiple antibiotics during the treatment. No further information was available.